Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.5/112 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The patient experienced transient loss of bcva due to the surgeon, to dilate the pupil, intraoperatively administered mydrane intracamerally into the eye, which may have caused visual problems. The patient complained of short-term blindness symptoms (there was no glaucoma or macular edema noticed). The vision had rehabilitated slowly bit by bit, two hours after the operation about 20/400. On the next day, the vision was back to normal conditions (ucva 20/25). The patient is happy and the lens remained implanted.

Manufacturer narrative:
Claim# (B)(4).